Event description:
Boston scientific received information that this device and right ventricular (rv) lead have been taken out of service due to high thresholds and the impedances increased to greater than 2,000 ohms. The physician suspected a fracture in the lead. Noise was reproducible during isometrics. No adverse patient effects reported. The physician successfully implanted a new system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.